Event description:
Pt reported event as "port broke". Info obtained from esophogram indicated total disconnection of band tubing from port connector and enlargement of gastric pouch above the band when compared with esophogram done immediately post implantation. The pt had surgery in 2003 to replace and reposition the band.